Event description:
It was reported that the pt's right knee was revised due to pain.

Manufacturer narrative:
Evaluation: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified a nexgen lps-flex femoral component as well as the reported tibial component and articular surface. All three products exhibit signs of being implanted. The backside of the femoral component is covered with bone cement remains. The backside of the tibial component is free of bone cement and scratched. The polished condylar surfaces of the femoral component are worn/tarnished. The superior surface of the tibial component exhibits pitting and/or micro-motion lines. Primary operative notes confirm the patient underwent a bilateral total knee arthroplasty on (B)(6) 2006 for degenerative joint disease. Review of the primary operative notes does not indicate root cause. It is unknown if the cement was allowed to cure with the knee in full extension. At the end of the procedure 125 degrees of flexion was reported with excellent global stability. Revision operative notes confirm the patient underwent a revision right total knee arthroplasty on (B)(6) 2013 for aseptic loosening. The tibial component was reported to be loose. The condition of the articular surface was not reported. The femoral component was reported to be loose in the indications and preoperative/postoperative diagnoses, however; the procedure does not report a loose femoral component. The patellar component was not explanted. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the evaluation of the returned products, the dhrs review, and the potential in-vivo age (6.5 years) of the devices. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.